Event description:
An optometrist reported a patient with epithelial ingrowths in the left eye eight days following photo refractive keratectomy (prk) treatment. The patient reported her vision was blurry. In a follow up with optometrist, he indicated on (B)(6) 2013, the bandage contact lens was removed as scheduled. The patient returned four days later and the epithelium had "sloughed off". He inserted a new bandage contact lens and restarted the patient's topical antibiotic drops. The patient was seen again on (B)(6) 2013 and the event had resolved. The patient was last seen on (B)(6) 2013 and she reported her vision was improving. She was scheduled to be seen again at her regularly scheduled postoperative visit on (B)(6) 2014.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).